Event description:
Customer reportedly received results of 400 mg/dl and 128 or 130 mg/dl within 10 minutes on the compact system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer has test strips; replacement was sent.